Manufacturer narrative:
Evaluation of the returned pod6 confirmed a detached embolization coil. Further evaluation revealed that the pusher assembly was fractured on its proximal end. This damage was likely the reported break on the distal end and was a result of a manual detachment attempt. Further evaluation also revealed pusher assembly bends and kinks throughout its length, and the pull wire was retracted out of the proximal fractured segment of the pusher assembly. Due to the returned damaged, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The investigation findings do not lead to a clear conclusion about the root cause of the reported complaint.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, a ruby coil detachment handle (handle), and a non-penumbra microcatheter. It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician attempted to detach the first pod coil with a handle without success. It was reported that manual detachment also failed. The physician straightened the microcatheter and broke the proximal part of the delivery pusher; however, the pod coil was reportedly not detached. When the physician went to withdraw the pod coil, the pusher assembly came out without the coil. It was reported that the pod coil had detached and was completely contained inside the microcatheter. Therefore, the microcatheter and detached pod coil were removed together. The procedure was completed using four ruby coils, one pod packing coil (pod pc), the same handle, twelve non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.